Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03881. It was reported one of the patient's peripheral placement (off-label) leads was shown to have migrated via fluoroscopy. Surgical intervention may be taken to address the issue. It is undetermined which of the patient's leads was liable, therefore all possible devices are being reported.

Event description:
Device 1 of 2, reference MFR report: 1627487-2017-03881. Additional information received identified the patient's leads were replaced. In addition, diagnostics testing prior to the surgical intervention found one of the leads was exhibiting high impedance. Effective stimulation therapy was reportedly restored postoperatively.